Manufacturer narrative:
The customer reported that their central nurse's station (cns) is blinking alarm notification, but not providing any sound. The customer also reported that they are unable to recall past arrhythmia alarms. This event initially occured a month prior (estimated data that was provided to nk was (B)(6) 2021). No harm or injury was reported. The device was monitoring telemetry devices as the time. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) is blinking alarm notification, but not providing any sound. The customer also reported that they are unable to recall past arrhythmia alarms.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was blinking with an alarm notification, but not providing any sound. The customer also reported they were unable to recall past arrhythmia alarms. This event initially occurred a month prior (estimated date provided to nk was 01/07/2021). No patient harm was reported. Investigation summary: the cns is equipped with a speaker, built into the main touch screen display. Audio is transmitted from the main unit to the speaker via an audio cable. The audio cable is plugged into the main touchscreen display. To ensure audio performance, it is important that users do not obstruct the speaker with objects placed in front of the cns. Should the monitor placement and/or the main unit be relocated and adjusted, the audio cable should be checked to ensure the secure connection has not been compromised. Sound settings can be adjusted. There is insufficient information provided to determine the cause of the alarm sound issue. There is no indication that the cns had malfunctioned. As per the operator's manual the possible causes of the historical data (e.g., full disclosure, recall, or tabular trend data) not being displayed on the cns are power issues with equipment communicating with the cns (if the bedside monitor is turned off, it will not relay vital signs), if the waveform in question is not being saved to the bsm (e.g., due to waveform shape (sawtooth) or signal noise), if the required parameter is not selected for monitoring (settings), if a patient is accidentally discharged, or lead issues. If lead issues are contributing to the problem, it could be due to a faulty lead, a lead being poorly placed, or the incorrect lead for the vital sign might be in use. If a time hop or time sync issue occurs while viewing full disclosure, possible causes can include network issues, damaged ethernet cords, or improper / incomplete seating of the ethernet cord in the port. The causes for this may be ungraceful exits, user education, power outages, power surges, or user-chosen settings. The service history for this cns shows the customer later reported a similar incident of not being able to view full disclosure data under ticket (B)(4) on 6/26/2022. The issue was resolved after the cns was rebooted; however, the cause was not determined. The customer continued to use the device. No similar issues have been reported since then.

Event description:
The customer reported that the central nurse's station (cns) was blinking with an alarm notification, but not providing any sound. The customer also reported they were unable to recall past arrhythmia alarms.